Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(6) regional medical function promotion organization (B)(6) hospital. The device was returned and evaluated, and the customer's allegation was confirmed. The guide pin of the electrical connector was missing. In addition to the findings reported, the adhesive on the bending section cover had a white clouded area, there was a chip and crack; scratches were found on the various parts of the device, the universal cord was wrinkled, the paint on suction cylinder was peeled and due to a scratch on objective lens, the image had a partially dark area. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a problem with the connector pin on the evis lucera gastrointestinal videoscope was broken. There was no patient harm associated with the event. The device was returned and evaluated, and foreign matter was clogging the nozzle, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.